Event description:
It was reported that the rv lead was explanted due to noise, high lead impedance of greater than 2500 ohms, and a lead fracture under the suture sleeve seen at explant. During explant the stylet exited the lead body at the site of the fracture. A patient alert was also noted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): distal conductor fractured; full lead in segments returned and analyzed. (B)(4). It was reported that the rv lead was explanted due to noise, high lead impedance of greater than 2500 ohms, and a lead fracture under the suture sleeve seen at explant. During explant the stylet exited the lead body at the site of the fracture. A patient alert was also noted. No patient complications were reported as a result of this event. (B)(4). Actual device involved in incident was evaluated. (B)(4) electrical tests performed (B)(4) mechanical tests performed. (B)(4). Visual examination. (B)(4). Lead conductor (B)(4) component/subassembly failure (select specific code from category d)(B)(4) device was out of specification in a manner that relates to event (B)(4). Impedance, high (B)(4). Interference (B)(4) lead(s), fracture of.